Event description:
Patient reported inability to adjust stimulation after going to store stimulation was turned down. No report of device explantation. A follow-up report will be sent if additional information is received.